Manufacturer narrative:
Patient information is unknown.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Although the exact patient age is unknown, the patient is over 18 years of age.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00871 for the first device information and manufacturer report 3005099803-2011-00872 for the second device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varices banding performed on (B)(6), 2011. According to the complainant, during the procedure, using a pentax scope, some of the bands would not deploy off the two devices. It was reported that the physician was able to deploy enough bands between the two devices to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00871 for the first device information and manufacturer report 3005099803-2011-00872 for the second device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varices banding performed on (B)(6), 2011. According to the complainant, during the procedure, using a pentax scope, some of the bands would not deploy off the two devices. It was reported that the physician was able to deploy enough bands between the two devices to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.